Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70 serial # (B)(4) description: linear st lead, 70cm model #: sc-2218-50 serial # (B)(4) description: linear st lead, 50cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a permanent trial procedure the patient experienced extreme leg pain postoperatively. The physician suspected that the patient had a cerebrospinal fluid leakage or that he aggravated the nerve during the positioning of a cervical lead. He did not suspect device malfunction. The patient underwent an explant procedure wherein all devices were removed. The patient's pain has improved over time.